Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed at the unspecified timing. The subject device was no longer worked. There was no patient injury associated with this report. It was not provided the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the user and olympus europe se & co. Kg (oekg) and the thing which the subject device was not sent to and repaired at the service department of oekg, also the issue was resolved by the on-site repair of the light source which was used in combination with the subject device, therefore omsc surmised there was no abnormality in the subject device. If additional information becomes available, this report will be supplemented.